Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs anchors from the same lot number. It was reported the patient has been experiencing persistent back pain since implant. It appears the pain is at the anchor site. Surgical intervention may take place at a later date to address the issue.